Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse requested a replacement cycler due to overfill coincident with peritoneal dialysis therapy on drain 4. It was confirmed that the line is not submerged in any water, the cap is removed, and there is no sign of any fibrin. The patient was able to complete the treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. It was noted that during cycle four, the patient had drained 4687ml which is 203% the patient¿s prescribed fill volume of 2000ml. Based on the fill and drain information provided, it has been noted that the patient experienced iipv (increased intraperitoneal volume) of over 200%.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the device history records (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The device met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.